Event description:
It was initially reported by the site that their handheld computer was not holding a charge, so it had to be plugged in to the wall, which was causing difficulties during use. Good faith attempts to obtain the device back for analysis have been unsuccessful to date. Good faith attempts to obtain additional device information have been unsuccessful to date.